Event description:
The customer reported that the thumbnail and the associated image was mismatched. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer was instructed on a software workaround for the reported issue.